Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During implantation of the trunk-ipsilateral leg component, a stiff guidewire (egoist, floppy type) was slipping out and the tip (floppy part) of the guidewire came down to the proximal neck level. It was decided to continue the procedure without reposition of the guidewire. The trunk-ipsilateral leg component was delivered to the intended position and deployed. The trunk side was constrained and the device was repositioned. As it was reported, while pushing up the device, the tip of the device was on the floppy part of the guidewire. The intra-operative angiography revealed a dissection at the proximal side of the device . To treat the dissection, an additional stent graft was implanted . The patient tolerated the procedure.